Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their sensors not communicating information and the device alarmed lost sensor. Customer states that they charged the sensor fully and continue to receive the error alarm. During troubleshooting, customer was asked to verify transmitter identification number. Customer stated the incorrect identification number was entered into the device. Unable to continue troubleshooting because call was disconnected. Customer's blood glucose level was 155 mg/dl at time of reporting. Nothing further reported.